Event description:
Customer reported the insulin pump alarmed motor error when customer was changing the set. Customer's blood glucose level was 200 mg/dl. Customer does not recall any previous significant event that may have caused the device to alarm. Customer does not use the sensor feature on the device. Customer stated they are unable to rewind the device. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The device was received with scratched lcd window, cracked case at the display window corners, cracked reservoir tube lip, and cracked battery tube threads